Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Retained samples could not be tested because the lot number was not provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because the lot number was not provided. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to using bd vacutainer® k2e 3.6mg plus blood collection tubes, the label was torn. No patient impact reported. The following information was provided by the initial reporter: "the customer reported that sp label of the product (edta2k 368843) was torn. When the carton was opened, one sp of the blood collection tube was found to be torn."

Event description:
It was reported that prior to using bd vacutainer® k2e 3.6mg plus blood collection tubes, the label was torn. No patient impact reported. The following information was provided by the initial reporter: "the customer reported that sp label of the product (edta2k 368843) was torn. When the carton was opened, one sp of the blood collection tube was found to be torn."

Manufacturer narrative:
D.4. Medical device expiration date: unknown . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.